Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was set to a value other than monitor+therapy. Additional information indicated that the device was intentionally deactivated pursuant to a physician's order. Subsequent information indicated there were non-sustained ventricular tachycardia episodes after a commanded shock cardioversion. It was noted there was a very large and clean artifact which was unlike myopotential. The events occured while the patient was in the hospital so it could possibly be electromagnetic interference (emi). Technical services (ts) suggested performing isometrics. Additionally, there was noise on the right ventricular (rv) pace\sense channel which resulted in pacing inhibition. It was noted that the patient was not symptomatic as the patient has an underlying rhythm. At this time, the field representative will monitor the lead noise since the patient is not pacer dependent and tachycardia therapy is set to monitor only; therefore, there is no risk of shock. No adverse patient effects were reported.